Manufacturer narrative:
Other text: additional information added to h3,h6 and h10. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. A sample was received to perform an investigation. A visual inspection of the returned pump found the tamper seals intact. The battery compartment was observed to be damaged and had contamination. A review of the pump event history log found evidence of medium alarm acknowledged, cannot start pump. Functional testing was performed. During the investigation, the primary issue was not verified. The downstream occlusion seal (dso) was found to be intact and looked good. The root cause of the reported issue was found to be the air detector was inoperable. Actions were taken to mitigate the reported issue: replaced the air detector., corrected data: correction b5 and d1.

Event description:
This event occurred during testing. No patient was involved.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited air in line alarm. No patient injury reported.